Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that the balloon was difficult to remove from stent. The target lesion was located in the left main artery. A 4.00mm x 15mm nc emerge balloon catheter was advanced for post-dilatation. However, during the procedure, the balloon got stuck in the stent struts. No patient complications were reported.